Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of solitaire stent pushwire break and resistance with the marksman microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke in the a3 region. It was noted the patient's vessel tortuosity was severe. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated. The number of passes with the device was 2. It was reported that after the microcatheter reached the thrombus location, the solitaire fr stent was delivered through the thrombus. After waiting for integration, the stent was pulled to perform thrombectomy. The first pulling was smooth. During the second pulling, the stent became stuck in the marksman microcatheter and could not be withdrawn. After multiple unsuccessful attempts, the operator gave a forceful pull, resulting in fracture of the proximal end of the stent and breakage of the delivery wire, with the stent stuck inside the microcatheter. The stent and the microcatheter were then replaced, and the thrombectomy was completed. There was pushwire break/separation in the distal section. All broken segments of the pushwire were removed from the patient. The entire system was removed from the patient's body including the microcatheter, therefore all broken segments were removed. The pushwire was not torqued during the procedure. There was resistance encountered. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU).